Event description:
It was reported by a distributor that a patient had full revision surgery due to high lead impedance and battery depletion. Additional relevant information has not been received to-date. The explanted devices have not been received by the manufacturer to-date.

Event description:
The explanted devices were received by the manufacturer. Analysis was completed on the returned lead portion. The electrodes were not returned for analysis and a complete evaluation could not be performed on the entire lead product. The connector ring coil and the connector pin quadfilar coil appeared to be broken scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. Pitting and residual material was observed on the coil surface. Rotational stress induced fractures were on two of the broken coil strands which most likely completed the fracture and no pitting. The area on the remaining broken coil strand was identified as having evidence of a fatigue stress induced fracture with mechanical damage, no pitting and evidence of a rotational stress induced fracture which most likely completed the fracture. Residual material was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuities the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
Analysis was completed for the returned generator. The battery was depleted. The low battery voltage condition was the result of normal, expected battery depletion. The device performed according to functional specifications. And no abnormal performance or any other type of adverse condition was found.